Event description:
As the physician was performing a colonoscopy on a pt and according to the physician, he twisted the knob on the scope and they heard a loud snap and back oil started to leak out from the scope while it was still in the pt. The scope in use and a loaner room instrument management systems, scope number 2803747 gif180l. This happened towards the end of the procedure, the scope was removed from the pt and taken to the scope room. The scope was pre-washed and put in the scope cleaner medivator. When the cleaning cycle ended there was black oil in the bin. Substance that was initially seen during the procedure via the scope cement was immediately suctioned out of the pt. No further issue. Per ims the substance was a dry lubricant, click noise was from positioning wire in the scope breaking that caused small hole where the lubricant escaped. Lubricant was non-toxic and safe for the pt. Product returned to ims, were notified of issue with the product. Complaint number is (B)(4).